Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was sub-sequentially hospitalized with a blood glucose (bg) ranging from 700-800 mg/dl with ketones. Bg was addressed with insulin drips, fluids, and a manual injection. Reportedly, occlusion alarms occurred. Customer was released from the hospital 3 days to a week later.